Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while outside of a procedure, the lift and shift motor of the imaging system powered on without prompt from the user. It was noted that the interface (umbilical) cable was disconnected, power key was off and the pendant and computer were off. There was no patient present when this issue was identified. No additional information was provided.